Event description:
The field service engineer (fse) while working on the device found the high voltage capacitor has low output. There was no patient involvement. The field service engineer (fse) found the high voltage capacitor has low output. The device needs a high voltage capacitor. The field service engineer (fse) found the high voltage capacitor has low output. The fse replaced the high voltage capacitor. The device passed testing and was put back into service.